Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) had no flow. The pump parameters were 5000 revolutions per minute (rpms), 0 liters per minute (lpm), 2.6 watts (w), and 2.2 pulsatility index (pi). This was 10 days post implant. The patient's hemodynamics were stable and the lvad had worked as expected until the event. An echocardiogram and computed tomography (CT) scan were performed and the surgeon decided to perform a visual inspection of the device. It was reported that there was a complete occlusion from the inflow to the outflow graft of the pump. The pump was exchanged and the new pump worked as expected. Log files were downloaded and showed an acute event and there were low flow alarms. The patient was in the intensive care unit (ICU) after the pump exchange. The patient was then explanted on (B)(6) 2026. The lvad was working as expected and the outcome was not device or therapy related.